Event description:
Pocket infection, ipg is (B)(6), leads are competitor. Ipg system explant on (B)(6) 2023. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5152571.